Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). The device was explanted on (B)(6), 2014. Reimplantation is planned but has not taken place as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
This report is filed november 18, 2014.